Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, ventricular threshold elevation was observed since (B)(6). On (B)(6) 2019, the ventricular threshold was around 5.0v and the ventricular lead impedance was measured around 500 ohms. The pacemaker and the ventricular lead were replaced and returned for analysis.

Event description:
Reportedly, ventricular threshold elevation was observed since november. On (B)(6) 2019, the ventricular threshold was around 5.0v and the ventricular lead impedance was measured around 500 ohms. The pacemaker and the ventricular lead were replaced and returned for analysis.